Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Also, it was noted that insulin leaked from the septum. Reportedly, the customer filled the cartridge with 310 units to 330 units. The customer's blood glucose level was not impacted. The customer indicated that a new cartridge would be loaded.